Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer's mother was informed that there could be many reasons for high blood glucose. The customer's mother was assisted with trouble shooting and was advised to change the reservoir and infusion set. Assistance was also provided by resetting a fixed prime. The customer's insulin pump works as designed. No further information was provided.